Event description:
Event description guidant received information that this ventricular implantable lead exhibited increased pacing threshold measurements, decreased r wave measurements and increased impedance measurements two days post-implant. Additionally, with sensitivity set to nominal, valsalva maneuver elicited myopotential noise that was oversensed. Lead dislodgement was suspected.